Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was unable to close completely and obstruction on the rails inside. The customer reported that this malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails were physically damaged, causing the half-height drawer not to function correctly. A field service engineer (fse) replaced the half-height drawer assembly and configured the new drawer to the station. The fse then rebooted the system, tested all latches and position sensors, reseated the pyxibus cable, and tested all cubies. The system functioned as intended after the field service engineer repaired the device.